Event description:
It was reported that there was an infection. The patient had the implantable neurostimulator (ins) and leads removed ¿about 6 months ago¿ prior to this report due to infection. Patient stated, ¿the battery had caught an infection and the healthcare professional (hcp) said it needed to come out so the patient told him to take the leads out too.¿ it was noted that the patient thought he had torn his rotator cuff and damaged his bicep and needed an MRI. Additional information received reported that the hcp was not aware of the explant. Patient was seen on 2013 (B)(6) and had no signs or symptoms of an infection. Patient had told hcp that he no longer used the device because, it was ineffective. Additional information received reported the patient received assistance from the hcp or manufacturing representative and their concerns were resolved. Patient had an appointment on 2013 (B)(6).

Manufacturer narrative:
Product ID 3776-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID 3776-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger. (B)(4).